Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and determined that leak was coming from the reagent probe a collar wash. Service engineer replaced collar wash vacuum valve to resolve the issue. Identification of failure mode: failure mode is defective collar wash vacuum valve pn-472689. (B)(4).

Event description:
The customer reported an error condition of "reaction wheel temperature" and observed fluid under the reagent probe a and cartridge chemistry sample probe when using the unicel® dxc 600i synchron® access® clinical system. The leaking fluid that the customer found was diluted wash solution, and the leak was contained to the instrument. The operator wore gloves and a lab coat while operating the instrument. There was no reported exposure or injury. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.